Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. In addition, it was reported the cannula was possibly not inserted correctly into the infusion site and that the cannula was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 15 mmol/l (270 mg/dl) while wearing the pod between 4 and 24 hours. The patient's mother reported being unsure if the cannula was properly seated on the infusion site (leg), causing the cannula to dislodge. The cannula was also reported to be bent. As treatment, a new pod was applied.